Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), seroma ('postop seroma') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included obesity, pelvic adhesions, peritoneal adhesions, perineal pain, tobacco user, nicotine dependence and pelvic adhesions. Concomitant products included cefazolin, ephedrine, estradiol since 2017, famotidine, hydrocodone bitartrate;paracetamol (norco), hydromorphone, hydromorphone hydrochloride (dilaudid), ibuprofen, ketorolac, ketorolac tromethamine (toradol), ondansetron, ondansetron (zofran melt), promethazine, promethazine and propofol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced hot flush ("hot flashes"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dental caries ("dental problems/increased of tooth decay"). In (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). In august 2017, the patient experienced seroma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pain ("pain/I hurt everywhere"), vulvovaginal pain ("vaginal pain") and headache ("headache"). The patient was treated with surgery (cyst removal, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral) and radiology to drain fluid). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, pain, vulvovaginal pain and headache had resolved and the pelvic inflammatory disease, seroma, hot flush, mood swings, female sexual dysfunction, anxiety, depression, dental caries, dysmenorrhoea, dyspareunia, migraine, nausea, ovarian cyst and weight increased outcome was unknown. The reporter considered anxiety, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, seroma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. In (B)(6) 2014 : the first placement failed and was terminated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, dysmenorrhea, ovarian cyst, dyspareunia, seroma, abdominal pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Reporter information, lab data, medical history, concomitant drug added. This case become incident. Previously reported event injury to herself were updated to hot flashes, mood swings, abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), anxiety, depression, dental problems/increased of tooth decay, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, nausea, ovarian cysts, weight gain, pain/I hurt everywhere, pelvic pain, vaginal pain, headache, she did not undergo an essure confirmation test, pelvic inflammatory disease, seroma no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), seroma ('postop seroma') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure (batch no. B94863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included obesity, pelvic adhesions, peritoneal adhesions, perineal pain, tobacco user, nicotine dependence and pelvic adhesions. Concomitant products included cefazolin, ephedrine, estradiol since 2017, famotidine, hydrocodone bitartrate;paracetamol (norco), hydromorphone, hydromorphone hydrochloride (dilaudid), ibuprofen, ketorolac, ketorolac tromethamine (toradol), ondansetron, ondansetron (zofran melt), promethazine, promethazine and propofol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced hot flush ("hot flashes/ hormonal changes"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dental caries ("dental problems/increased of tooth decay"). In (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced seroma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pain ("pain/I hurt everywhere"), vulvovaginal pain ("vaginal pain") and headache ("headache"). The patient was treated with surgery (cyst removal, on (B)(6) 2017 interventional radiology to drain fluid, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilatera), hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilatera) and radiology to drain fluid). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, pain, vulvovaginal pain and headache had resolved and the pelvic inflammatory disease, seroma, hot flush, mood swings, female sexual dysfunction, anxiety, depression, dental caries, dysmenorrhoea, dyspareunia, migraine, nausea, ovarian cyst and weight increased outcome was unknown. The reporter considered anxiety, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, seroma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 290 lbs. In (B)(6) 2014 : the first placement failed and was terminated. Discrepancy noted for essure insertion date- (B)(6) 2014. Trailing coils: left 1 and right 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, dysmenorrhea, ovarian cyst, dyspareunia, seroma, abdominal pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical; records received: lot number, reporters, patient middle name, rcc note were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), seroma ('postop seroma') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure (batch no. B94863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included obesity, pelvic adhesions, peritoneal adhesions, perineal pain, tobacco user, nicotine dependence and pelvic adhesions. Concomitant products included cefazolin, ephedrine, estradiol since 2017, famotidine, hydrocodone bitartrate;paracetamol (norco), hydromorphone, hydromorphone hydrochloride (dilaudid), ibuprofen, ketorolac, ketorolac tromethamine (toradol), ondansetron, ondansetron (zofran melt), promethazine, promethazine and propofol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced hot flush ("hot flashes/ hormonal changes"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dental caries ("dental problems/increased of tooth decay"). In (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced seroma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pain ("pain/I hurt everywhere"), vulvovaginal pain ("vaginal pain") and headache ("headache"). The patient was treated with surgery (cyst removal, on (B)(6) 2017 interventional radiology to drain fluid, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilatera) ). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, pain, vulvovaginal pain and headache had resolved and the pelvic inflammatory disease, seroma, hot flush, mood swings, female sexual dysfunction, anxiety, depression, dental caries, dysmenorrhoea, dyspareunia, migraine, nausea, ovarian cyst and weight increased outcome was unknown. The reporter considered anxiety, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, seroma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 290 lbs. In (B)(6) 2014 : the first placement failed and was terminated. Discrepancy noted for essure insertion date- (B)(6) 2014. Trailing coils: left 1 and right 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, dysmenorrhea, ovarian cyst, dyspareunia, seroma, abdominal pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic inflammatory disease batch no b94863, production date 2013-11-11 expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.